Event description:
Charge circuit inactive. Impedance < 20 ohms. Pt failed to receive therapy, sustained fall w/injuries. Additional information reports 15 min vf episode. Pt now doing ok. System returned 3/5/01. 6937 alleged malfunction. 6942 tested out of specifications during manufacturer's analysis.